Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient was at home when he was found unconscious by his wife. Cardiopulmonary resuscitation was performed and emergency responders arrived. The patient was defibrillated and was resuscitated, but went into cardiac arrest again. Defibrillation was performed and epinephrine was administered. The patient was resuscitated again and transported to the hospital where percutaneous coronary intervention (pci) was performed to treat the total occlusion in the left anterior descending (lad) coronary artery. When pci began, the patient was unresponsive. Three overlapping drug eluting stents were implanted to treat the lad occlusion. A coronary perforation occurred, but the 2.80x16 mm graftmaster stent was unable to cross the three stents to treat the perforation. The perforation was instead treated with balloon tamponade and reversal of anti-coagulation with protamine medication. Afterwards, a computerized tomography scan of the head showed an intracranial hemorrhage due to a ruptured aneurysm. The patient expired. The hemorrhage/aneurysm was the likely cause of death. No additional information was provided.